Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. The coviidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reconnected the back light driver. The unit passed extended self-testing.